Event description:
Event description guidant received information that the patient with this pacemaker experienced dizziness and believes her intrinsic rate went down to 43 bpm. The patient called 911 and was taken to the emergency room. She also stated she felt as though her heart was beating so hard it would wake her up in the night.